Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer..

Event description:
It was reported that there was an issue with alaris pca module however after an internal investigation it was determined to be incorrect volume documentation and the wrong syringe was used for the infusion. There was patient involvement but outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue of a programming error was reportedly attributed to user programming; however, it could not be confirmed as reported without having the pcu event log for analysis.

Event description:
It was reported that there was an issue with alaris pca module however after an internal investigation it was determined to be incorrect volume documentation and the wrong syringe was used for the infusion. There was patient involvement but outcome is unknown.